Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent the replacement procedure of the implantable pulse generator (ipg) and leads due to inadequate stimulation, although the exact cause remains unknown, it is suspected that the lead placement may have contributed to the problem. It was also noted that the patient had trouble charging the ipg. Electrocautery was used. The devices were retained by the hospital and will not be returned for analysis. Postoperatively, the patient was doing well and reported that the stimulation was functioning properly.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7103338 UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.